Event description:
The perfusionist noted an increase in pressure in the reservoir portion of the oxygenator and the unit had to be changed out. The pt was not affected by the change out. The second oxy also had an increase in pressure but the case continued w/o change out. The pt expired three days later due to dic.